Manufacturer narrative:
The manufacturing location for this product is baxter. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4), has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the interlink ext 2 adapter line there was an issue with connection of lock connecta and tube was disengaged and blood leaked.

Manufacturer narrative:
Investigation: a sample was returned. A screw type lock was connected to the actual chemical liquid outflow side lure. The tube was out of the y junction, and traces of solvent were observed at the connection part of the tube. No abnormality related to this event was found in the manufacturing process of this lot. There were no other similar events reported in this lot. Tension test on 22.2 n tensile test on pulled sample for connection part of chemical solution outflow side luer and tube part, and leak test at all in the final product assembling step. In addition, although dispensers are used for solvents at the bonding sites, coating is done manually, but the coating amount is controlled by a dispenser, and the coating amount is checked for each operation shift. Because traces of solvent were found in the connection part and no abnormality was found in the manufacturing record, it was inferred that there was a possibility that an excessive load was applied to the part and the tube was detached from the chemical solution outflow lure.

Event description:
It was reported with the use of the interlink ext 2 adapter line there was an issue with connection of lock connecta and tube was disengaged and blood leaked.